Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart alarm, program alarm anomaly alarm, and a constant tone. The patient's blood glucose at the time of incident was 213 mg/dl. During troubleshooting a battery change resolved the alarms, but the constant tone persisted. The customer was advised to leave the battery out for two hours and call back if the constant tone recurs. The insulin pump was not returned for analysis at this time.